Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found; blood observed in the hvx port. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and the outer insulation was melted. It was noted that there was blood/body fluid on all conductors (not obstructed), the proximal conductor was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) full lead. (B)(4) outer insulation melted. (B)(4) full lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. During the lead revision, blood was seen in both the atrial lead and the device header. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; blood observed in the hvx port.

Event description:
.